Event description:
It was reported by service report that the bearing cap that attaches the head section assembly had pulled out. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: bearing cap.